Manufacturer narrative:
Final device analysis revealed that bond wires were lifted from the bonding pads. There were broken welds at the bond wire pads.

Event description:
It was reported that the patient's ipg was replaced due to erosion at the implant site. There was no infection. The patient is very thin and slept in the prone position leading due to wound dehiscence and erosion. No patient outcome was reported.